Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. Cts confirmed the issue with consecutive cartridges and resolved to replace the pump. Caller was advised to use mdi as a backup therapy and was informed about receiving a replacement pump with updated software. Instructions were given regarding the storage mode, pump return, and steps upon receiving the new pump. Caller acknowledged all instructions and details provided by cts.